Manufacturer narrative:
Technician support instructed the accounts maintenance to pull on the limit switch hook and the bed functioned properly. Possible stuck limit switch.

Event description:
The accounts maintenance stated the bed will not go into trendelenburg.